Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on its right atrial (ra) and right ventricular (rv) channels which resulted in this pacemaker recording a signal artifact monitoring (sam) episode. Technical services (ts) was consulted and discussed stored data. The device was checked and it was operating normally, with no further issues noted and no signs of the previously reported noise. This device remains in service. No adverse patient effects were reported.